Manufacturer narrative:
Product event summary - the full lead was returned and analyzed. The outer insulation had clavicle/rib crush. The proximal and distal conductors were kinked, buckled; the distal conductor was over rotated. The outer insulation had cosmetic clavicle rib crush. And there was blood ingression in the outer insulation. It was also noted that the helix would not extend or retract due to the distal conductor being distorted with the connector.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead had a loss of pacing. Fluoroscopy showed that the rv lead had migrated. A lead repositioning was planned, and while attempting to reposition the rv lead, the helix would not retract. The rv lead was explanted and a new rv lead implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.